Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional report of "swelling and redness" and "multi loculated silicone collection in the lateral breast." The device has been explanted.

Event description:
Patient reported right side ¿discomfort,¿ ¿rupture,¿ ¿very concerned about the safety of the product,¿ "swelling and redness," and "multiloculated silicone collection in the lateral breast." Device has been explanted.

Manufacturer narrative:
Additional, corrected, and/or changed data: d.6, h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A patient reported they experienced the events of ¿discomfort¿, ¿rupture¿, and ¿very concerned about the safety of the product¿. The device remains implanted.